Manufacturer narrative:
The lens was not returned for eval. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the info currently available, the most likely cause of the event is "patient-related." According to the surgeon, the pt had a weak capsule.

Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic bent. Particulates, saline dendrites and dried solutions are visible on the optic. The cause of the damage could not be determined. Functional testing could not be performed due to the damage.

Event description:
It was reported that the lens was removed intraoperatively due to capsule rupture. The incision was enlarged and sutures were placed. No replacement lens was implanted and the patient was referred to a retinal specialist. Additional information has been requested but has not been received. Reference MDR# 1313525-2015-01552 for the delivery device used for this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.